Event description:
Additional information was received from the patient who reported that "between may 3rd and july 18th" they were not able to get any medication from the pump because the catheter was kinked. Per the patient, following the revision, they had to start them out at a lower dose of medication and they were going back tomorrow for an increase.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 1 mg/ml at 0.05 mg/day via an implantable pump for spinal pain indications. It was reported that the patient was seen in the clinic on 04/30/2024 for a pump refill. At the visit, it was planned to remove her adjuvant medication, bupivacaine, from her pump due to side effects of anxiety, nausea, and hypertension. Because of the side effects, the physician had also decided to remove the medication from the catheter and internal tubing. When attempting to aspirate from the catheter access port, there was no return of any cerebrospinal fluid (csf). The cause of the catheter obstruction was not determined. At this time, it was determined that the catheter was obstructed and would need a surgical revision. Environmental/external/patient factors that may have led or contributed to the issue were listed as no known precipitating factors. Negative catheter access study on 04/30/2024. Thoracic x-rays completed in june 2022 demonstrated the catheter tip at t9. The patient was then subsequently seen in the clinic multiple times for sequential dose reduction in preparation for the surgery. Patient was then taken to the operating room (or) for planned catheter revision. She was placed in a lateral position. The physician first started by opening up the midline lumbar incision and dissecting down to the existing catheter and anchor. He then slightly retracted the catheter down from the intrathecal space. He then proceeded to use an 8540 catheter access kit to access/aspirate the catheter port, but there was still no return of csf. He then proceeded to cut the spinal segment of the catheter and noted that there was no flow of csf. He again slightly retracted the catheter another approximate 4 cm and then had return of csf dripping from the spinal segment of the catheter. He was given 8785 accessory kit and use the collet to reattach the two segments of the intrathecal catheter. He then again aspirated from the catheter access port with ample return of csf. Incisions were then irrigated and closed. A priming bolus was programmed to replace the medication that was removed from the catheter. X-ray imaging was completed to confirm that the catheter tip was at t9/10 at the end of the case. The issue resolved with patient's status being "alive-no injury". The patient's weight was 69 kg with a medical history of chronic back pain, degenerative disc disease, lumbar radiculopathy, idiopathic peripheral neuropathy.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2022: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.